Event description:
On (B)(6) 2012, the reporter claimed there was an inadvertent infusion issue with the animas pump after the patient tightened a loose cartridge cap. Reportedly, the patient was attached to the insulin pump while she tightened the alleged loose cartridge cap. The patient claimed she could feel the insulin deliver and alerted her parent. Her blood glucose dropped to 40 mg/dl while she was symptomatic. For the next 10-11 hours her blood glucose was below 100 mg/dl even with continuous treatment with food and drink. Her blood glucose eventually rose back to normal after the 11th hour. During troubleshooting, there was no noticeable damaged to the cartridge cap or pump cartridge compartment. A second cartridge cap revealed the same issue; cartridge cap did not fit tightly on the subject pump. The animas pump was requested back for investigation. This complaint is being reported because the patient allegedly had blood glucose reading of 40 mg/dl after the cartridge cap issue began.

Manufacturer narrative:
The pump was returned and was evaluated by product analysis on 08/29/2012 with the following findings: testing found no insulin delivery defect. The pump was rewound, loaded, and primed with no loss of prime and exercised for 24hours with no loss of prime. Cartridge cap was fully tightened and did not loosen during the test. Force sensor calibration, force sensor resistance, and flow test were within specifications. The pump was removed from the case and disassembled. No defect was found. Black box showed loss of prime non-zero force. Investigation concluded that user error caused the incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.